Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is "precocious rupture."

Event description:
Physician reported a precocious rupture of the device. Device remains implanted. This record relates to unspecified side.